Manufacturer narrative:
Patient country: (B)(6) patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in germany it was reported that patient faced an infusion set had occlusion alarm on (B)(6) 2024. The blood glucose level was 770 mg/dl at the time of event and was managed by IV insulin drip. The patient was hospitalized due to diabetes ketoacidosis. The length of hospitalization was 3 days. No further information available.